Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump black box and alarm history showed no rewind motors (cs 078) had occurred. During investigation, the pump rewind, load and prime steps were performed successfully; the pump was exercised for 24 hours with no alarms occurring. The complaint of a motor rewind issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).